Event description:
It was reported that during preventative maintenance by getinge field service engineer, the ECG port of the cardiosave intra-aortic balloon pump (iabp) unit has obstruction. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the front end board ECG port cable connection has obstruction in it. Replaced front end board. Product passed all functional and safety tests per factory specifications. The fse called site contact, unit is all good. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: the failure analysis and testing dept. Received the following parts associated with this complaint: front end pcb part was received with a reported failure of the ECG port having an obstruction. The fat performed a visual inspection and found the part to have an obstruction in the ECG port which prevents the cable from being inserted. Confirmed the failure but no root cause defined. Damage is physical and board will not need to be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure.